Event description:
As reported, hemostasis was not achieved properly upon use of the 6/7f mynx grip vascular closure device (vcd); though the mynx device was stored, prepped and used in accordance with the instructions for use (IFU). Hemostasis was achieved via manual compression of about 20 minutes. There were no reports of patient injury. There was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The device was used in a percutaneous coronary intervention (pci). The procedure used a retrograde approach. The user was mynx certified. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick was located at the common femoral artery (cfa). There was no presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2217904 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, hemostasis was not achieved properly upon use of the 6/7f mynxgrip vascular closure device (vcd); though the mynx device was stored, prepped and used in accordance with the instructions for use (IFU). Hemostasis was achieved via manual compression of about 20 minutes. There were no reports of patient injury. There was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The device was used in a percutaneous coronary intervention (pci). The procedure used a retrograde approach. The user was mynx certified. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick was located at the common femoral artery (cfa). There was no presence of pvd / calcium in the vicinity of the puncture site. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was disengaged from the black handle, the syringe was connected to the device with the stopcock close, and the advancer tube was observed to have remained inside the outer cartridge tubing as received. The sealant and procedure sheath were not returned with the device. It was reported that ¿hemostasis was not achieved properly upon use of the 6/7f mynx grip vascular closure device (vcd); though the mynx device was stored, prepped and used in accordance with the instructions for use (IFU).¿ however, the sealant sleeve was observed remained in its manufacturing position, which indicated that the returned device may have not been inserted into an existing procedure sheath during the procedure. Yet, it is unknown if the device was manipulated after the procedure. Per functional analysis, the shuttle was retracted to the black handle, and the advancer tube was found properly engaged to proximal tamp lock as intended per the mynx instructions for use (IFU). A product history record (phr) review of lot f2217904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported event. Procedural factors, such as failure to insert the device into a procedural sheath, may have contributed to the reported event. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.